Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the pump for insulin therapy. Customer experienced an elevated blood glucose (bg) level ranging from 500-600 mg/dl. Reportedly, assistance was required in administering a manual insulin injection to address bg level. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.